Manufacturer narrative:
The feeding set was returned with the pump. Investigation showed a thick coating of food on the inside wall of the tubing and prism. The pump was tested with the returned set and did not alarm air. The complaint was confirmed. The pump performed according to specifications when tested with a new, known good set. The pump was calibrated and returned to the customer. This MDR is being filed as part of the retrospective review for reportability.

Event description:
Info received indicates the pump continued to run after the set was empty and did not alarm air.